Event description:
On (B)(6) 2021, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath (dsf) and gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. The 12fr dsf was inserted from left access. During the procedure, dissection was observed from the left common iliac artery to the left external iliac artery. No treatment was performed because the blood flow to distal appeared to be sufficient. The patient tolerated the procedure. The physician stated: it seemed that the dissection was formed due to raising the sheath several times because the dsf was about to slip out.

Manufacturer narrative:
H6: investigation findings and investigation conclusion codes.